Event description:
A patients hip fracture was fixed with a stryker gamma nail for a basic inter trochanteric fracture pattern. Within 2 weeks the nail broke. A revision surgery had to be performed using a blade plate. The stryker gamma nail failed extremely early so I would estimate there is a defect in the nail or a design flaw.